Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged battery harness. To correct the condition, the battery harness was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4).the device has been received by baxter and is currently in the process of being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter (B)(4) review of another report, a colleague infusion pump had the main battery harness replaced. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.